Event description:
It was reported that the right ventricular (rv) coil impedance warning was triggered due to impedance of 18 ohms which may suggest an impedance breach. The superior vena cava (svc) coil was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).